Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer received a compromised forced sensor alarm during priming. Caller states insulin "squirt" out when attempted to prime. Caller states drive support cap was flushed. Customer's blood glucose was 132 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.